Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the handpiece did not work during surgery and the surgery was delayed over 30 minutes. The customer completed the procedure with another handpiece. No adverse consequences were reported as a result of this event. Further patient information was requested without success. This device is used for treatment.